Event description:
The decedent, who was an end-stage chronic obstructive pulmonary disease pt was found in the am of 1-1-98 wedged between the bed and the side rails (which were in the up position) and was found to have died of positional asphyxia.